Manufacturer narrative:
It was reported that the patient underwent a revision of the right hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history, device labelling / IFU and risk management review could not be performed. However the released devices involved met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. The medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (acute dislocation) was associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. Due to insufficient information/based on the information provided we are unable to speculate/determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal. It was reported that the patient underwent a medically indicated open reduction (revision surgery) of the bhr-tha hybrid system right hip on (B)(6) 2020 due to acute dislocation. The patient outcome is unknown.